Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that two 3 ml bd luer-lok¿ luer-lok¿ tips experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no: 309657, batch no: 8344620. Caller reported their syringe was leaking at the stopper within the syringe. Number of occurrences: two. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn 309657 product lot #: 8344620 did issue cause any injury? No did customer require medical intervention? No

Event description:
It was reported that two 3 ml bd luer-lok¿ luer-lok¿ tips experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no: 309657 batch no: 8344620. Caller reported their syringe was leaking at the stopper within the syringe. Number of occurrences - two. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 8344620. Did issue cause any injury? - no. Did customer require medical intervention? - no.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/6/2020. H.6. Investigation: one 3ml syringe received for investigation. Sample was analyzed for defects on molding and leakage. There was no leakage observed beyond the stopper, and no molding defects found on the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that two 3 ml bd luer-lok¿ luer-lok¿ tips experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no: 309657 batch no: 8344620. Caller reported their syringe was leaking at the stopper within the syringe. Number of occurrences - two. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 8344620. Did issue cause any injury? - no. Did customer require medical intervention? - no.